Event description:
Additional information received indicated that the lead was replaced to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) and right atrial (ra) leads. The patient was stable with no consequences and will continue to be monitored. Related manufacturer report number: 2017865-2019-03397.